Manufacturer narrative:
The insulin pump was received with cracked case at display window corners. The insulin pump was received with cracked end cap. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated cracks were present from the lcd screen to the battery compartment. Customer's blood glucose was unknown. The customer stated the insulin pump wa dropped, causing the damage. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.